Manufacturer narrative:
Concomitant product: a2dr01 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had unstable and high thresholds and multiple instances of high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.